Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 05/02/2019. Device returned to manufacturer: yes. Device evaluation: the complaint cartridge sample was received and revealed that the cartridge has some viscoelastic at the cartridge tube. Tip deformed was observed at the cartridge tip. The complaint issue reported of a cartridge crack was not verified. However, the condition of the sample returned indicates the product was managed, therefore a product deficiency could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 1mtec30 cartridge had an issue, same as last time in which the beveled edge tore upon exit of the implant. It was stated that there was no patient contact, no damage, no harm to the patient. The doctor had to reload the implant. The doctor had to deliver the intraocular lens (iol) and that is when the doctor saw the torn piece of the cartridge. It was learnt that by "beveled edge tore upon exit of the implant" they meant that the cartridge body up to the tip broke. It was confirmed that there was no product issue with the iol. Concern was on the cartridge. No other information was provided.

Manufacturer narrative:
Device evaluation: the returning product not received at site. Therefore, the product testing could not be performed. Complaint report cannot be verified. Manufacturing record review: the manufacturing process record was evaluated which revealed that the unit was released according to specification and in compliance with the product intended use as required. A search revealed that no additional investigations were requested for this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.